Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5323084. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the reported failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, capas (B)(4) initiated to identify and address the potential causes of safety shield disengagement. (B)(4).

Event description:
It was reported that the safety shield of a 25 g x 5/8 in. Bd eclipse needle broke as a clinician engaged it. There was no report of injury or medical intervention.

Manufacturer narrative:
Additional information: in additional to the no sample investigation that was provided on the initial MDR, the following information was provided on 12/29/2016: the results of previous investigations confirm the reported issue of eclipse complaints regarding safety mechanism breakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on the above, situation analysis mss-16-837-sa has been opened to address this concern. Also, an urgent product advisory notice has been released.